Manufacturer narrative:
The tech found the rocker arm was broken on the head end of the bed. He replaced the rocker arm to repair the bed.

Event description:
Info received indicates the brake system pedal would not lock on one side of the stretcher which allowed one side of the caster wheels to roll when in brake mode.